Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with air bubbles in tubing. The customer states they have been getting air bubbles in the reservoir because the piston is crooked. The customer's blood glucose at the time of incident was 385mg/dl. The customer did not want to troubleshoot. The device is being replaced.